Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "on (B)(6) 2024 the patient needed to be indwelled PICC due to his condition, and the tip of the puncture sheath was found to be uneven during the puncture process, and the operation could not be continued. After immediately replacing the puncture sheath with a new one, the PICC was successfully placed for the patient, and the patient's condition was not affected." No other information was provided.

Event description:
It was reported, "on (B)(6) 2024, the patient needed to be indwelled PICC due to his condition, and the tip of the puncture sheath was found to be uneven during the puncture process, and the operation could not be continued. After immediately replacing the puncture sheath with a new one, the PICC was successfully placed for the patient, and the patient's condition was not affected." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged microintroducer sheath is confirmed; however, the exact cause is unknown. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed the tip of the sheath was damaged. A bulge was observed at the distal end of the product. No damage was observed on the rest of the sheath length. Use residues were observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.